Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported that a patient was injected in the tear trough (under eye region) with juvéderm® volbella¿ with lidocaine. The injector reported that the patient experienced ¿blindness problems.¿ no other information was provided. The event is ongoing.